Manufacturer narrative:
This report is submitted on april 06, 2022.

Event description:
Per the clinic, the patient experienced a skin breakdown followed by a partial extrusion of the receiver / stimulator on (B)(6) 2022. The patient underwent a skin revision surgery (specific date not reported) and was treated with oral and topical antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022, and it is unknown if there are plans to reimplant the patient as of the date of this report.